Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose-short curve and the brim cap detached from the device. The sheath was replaced and case completed without patient consequence. Additional investigation informed that this happened during the procedure without resistance being felt while introducing or removing the catheter from the sheath. Also, it was confirmed that the part that fell off was the brim cap and that blood came out from the sheath. This event is being reported because there is a potential for bleeding or air embolism that might require additional intervention.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose-short curve and the brim cap detached from the device. The sheath was replaced and case completed without patient consequence. Additional investigation informed that this happened during the procedure without resistance being felt while introducing or removing the catheter from the sheath. Also, it was confirmed that the part that fell off was the brim cap and that blood came out from the sheath. This event is being reported because there is a potential for bleeding or air embolism that might require additional intervention. The bwi failure analysis lab received the device for evaluation. Upon receipt, it was noticed that the brim cap was no longer attached to the molded hub. Both were returned by the customer. Then per the reported event, a microscopic analysis was carried out and no flash was observed on the cap and molded hub. The brim cap was then manually assembled in the molded hub and the two parts fit perfectly. Afterwards, the vessel dilator and smart touch catheter were introduced into the sheath and no detachment occurred. Finally, a dimensional testing was performed over the ring hub and it was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.